Manufacturer narrative:
(B)(6)2022 is an estimated event date. (B)(6) 2022 is an estimated concomitant products therapy date.

Event description:
It was reported that the patient presented with symptoms of syncope. It was noted that the right ventricular (rv) lead had an insulation anomaly due to a subtle abrasion. The pacemaker was explanted and replaced, and the rv lead insulation was repaired. The rv lead remained implanted after completion of the reoperation. The patient was in stable condition.